Manufacturer narrative:
Continuation of d10: product ID 37092 lot# serial# unknown implanted: explanted: product type multiple therapy product section d information references the main component of the system. Other relevant device(s) are: product ID: 37092, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient programmer won't connect to implant. They changed the batteries and that didn't resolve the issue. Reviewed therapy information and general programming guidance. With instruction, caller removed the antenna and placed the backside of the programmer directly over the implant and said that the programmer connected to implant right away. The issue was not resolved through troubleshooting. A replacement request was sent to the repair department to replace antenna.